Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and pelvic floor repair mesh was implanted. The patient experienced multiple complications, inability to engage in activities, disability, impairment and pain. It was reported that the patient died on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy performed during mesh implantation. It was reported that patient underwent mesh removal/revision on (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2010. It was reported on (B)(6) 2011 that upon examination, the patient does not have any recurrent mesh erosions. The patient was reported to be deceased on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Undefined multiple complications occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07296. The same patient is represented in each medwatch.